Event description:
Boston scientific crm received information that noise was observed on the right ventricular channel for which this adaptor was being used. The noise resulted in an inappropriate 41j shock. A shorted shock message was present upon interrogation of the device. Upon opening the pocket, visual inspection confirmed that the adaptor was fractured on the proximal end above the yoke. The adaptor was explanted without incident.

Manufacturer narrative:
Analysis is on going.

Manufacturer narrative:
Upon receipt the adaptor was returned in two segments with a portion of the adaptor missing. Several areas of insulation damage were noted which appear to be indicative of lead on lead contact. Detailed analysis of the adaptor indicated that the high voltage drawn-brazen strand (dbs) cables were fractured with evidence of fatigue and overload. Also, several filars of the dbs pace/sense cable were noted to be discontinuous with possible evidence of overload. There was no evidence of arcing/melting or cuts observed on any of the cables in the location of interest. Analysis confirmed clinical observations.